Event description:
It was reported that the cord of the battery charger had melted. There was no allegation of serious injury associated with the issue and replacement battery charger was sent to the patient.